Event description:
It was reported that the deep brain stimulation (dbs) patient experienced sharp pain at the implant site. Upon examination, the implantable pulse generator (ipg) was found to be positioned perpendicularly to the body. The ipg was manually repositioned to its correct orientation, and it was confirmed that the device is functioning properly, therapy is being delivered, and impedance levels are within the expected range. However, the patient later underwent an ipg pocket revision to adjust the positioning and improve device movement. The patient is doing very well and feels more comfortable with the current ipg positioning. The device will not return as it remains implanted.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs.